Manufacturer narrative:
Two cases have been reported to the manufacturer regarding adverse events after the implantation of gammatile. These incidents occurred on different dates with different patients. The lots of gammatiles were separate lots used by the same medical institution. The collagen carrier in the two batches was from different lots. The sterilization was done on two separate dates. The cs-131 radiative radioactive source seeds were from two different lots. It is currently unknown if the adverse events are related to the use of gammatile. The medical physicist did report that there were about 2 times as many clinicians in the room to observe the surgery. Gt medical has attempted follow-up with the user via email and phone but have been unable to obtain additional information. Additional follow-up will be attempted and the MDR will be updated as additional information becomes available.

Event description:
3 weeks post-implantation the patient had to undergo removal of the gammatiles due to an infection.